Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of stenosis of the left iliac limb of the bifurcated stent graft and a secondary endovascular procedure involving non-endologix kissing stent; one stent was implanted on right side and two stents were implanted on the left side. Also stenosis was found in the right common iliac artery. The most likely cause of the left iliac artery graft occlusion was the off label iliac anatomy in combination with sickle cell disease and continued tobacco use. Procedure related harms included post-operative emboli to the left common femoral and superficial femoral arteries. The patient was discharged home stable on post-operative day one. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Event description:
Additional information: at the completion of the clinical assessment, clinical was able to find substantial evidence of a secondary procedure that was preformed on (B)(6) 2019. This secondary endovascular procedure involved non-endologix kissing stent; one stent was implanted on right side and two stents were implanted on the left side.

Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent and a vela suprarenal extension were implanted on (B)(6) 2018, to treat an abdominal aortic aneurysm. On (B)(6) 2018, at the scheduled 10 month follow-up, the computerized tomography angiogram revealed an occlusion of the left iliac limb. It was reported that the physician plans to stent the left common iliac. No additional patient sequelae were reported. The patient is being monitored.